Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - hled. It was stated the water was leaking down to the center of the surgical lamp and drops of water fall from device. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and any liquid falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name (B)(6). Event site city: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. It was stated the water was leaking down to the center of the surgical lamp and drops of water fall from device. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and any liquid falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The information provided does not indicate whether the device was being used for patient treatment or diagnosis at the time of the incident. A root cause analysis for investigated problem was performed by subject matter experts and concluded that according to the information provided, the presence of water in the device is the result of a water leakage from the facility - it is a phenomenon external to the device. This problem is not related to the device, the or surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).